Event description:
It was reported that the device broke where the cutting threads are located. Pieces were left in patient.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without the product return for evaluation and clinically relevant information, the root cause cannot be concluded. The alloy is neither bio-inert nor approved for implantation and it remains unknown if corrosion, micro-motion and/or migration of the retained fragments are likely. The patient impact beyond the reported retained non-implantable foreign bodies cannot be determined. No further medical assessment can be rendered at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.